Event description:
It was reported that there was difficulty inserting the catheter and the pacific plus was slow to deflate. The sheath used was a 6fr non medtronic device, and the vessel was pre-dilated with a medtronic pacific plus device. The instructions for use were followed without issue. The device was safely removed, and a new device was used to complete the procedure. No damage was noted to the balloon catheter. The balloon was inflated using a inflations device and no issues were noted during inflation. Contrast/saline inflation fluid was used (% unknown). The balloon was eventually fully deflated for removal normally, the issue was the balloon was not able to be re-inserted for a 2nd time. No patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.